Event description:
It was reported that a patient underwent a breast cystectomy procedure on (B)(6) 2025 and suture was used. The surgeon used the suture for suturing the breast stump in the way of interrupted suturing during the surgery. During the suturing, the needle could not penetrate the tissue. It was found that the needle tip was missing (the specific missing length was unknown). The surgeon immediately searched for the missing needle tip but failed. The surgery was completed routinely. After the surgery, the patient was given film examination, and the missing needle tip was still not found in the patient's body. The event resulted in a surgery time extension of about 15 minutes. The hospital feedback could not confirm whether the needle tip broke during the intraoperative suturing or the needle tip itself was missing. The patient was currently in a stable condition. No subsequent adverse event report was received. No further information was provided.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: ¿ were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ was additional dissection required in other organs/tissues other than the target tissue? ¿ was there any change in the patient¿s post operative care due to the prolonged procedure? Investigation summary ==> the product was returned to eth for evaluation. Visual inspection revelated that one winding former with three (3) suture combinations and four (4) used needles were received for analysis. The product code vcp771d is multistrand and should contain eight strands per packet. During the visual inspection of the needles, the swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no issues related to needle breakage were found. In addition, marks likely caused by a surgical instrument were found on four needles. Three needle suture combinations were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product received for analysis was vcp771d. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on december 10, 2025. The component was identified as product code vcp771d. It was requested that hsa assess the fracture mode of the failure. A blunt tip was observed. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the needle contained a blunt tip. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.